Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high pacing thresholds during testing prior to a revision procedure. The right ventricular (rv) lead was found to have been dislodged and migrated. Testing was done via a pacing system analyzer (psa) with the high thresholds at when testing the device. During the testing of the lead, the thresholds were within acceptable limits. The lead was scheduled to be repositioned. The device was explanted and replaced due to the recorded high thresholds via the psa. This device is expected to be returned for analysis. No additional adverse patient effects were reported.